Event description:
It was reported that the cap was too tight to open. When customer pulled it hard, catheter came out from the tube and it became unclean. No pt complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.